Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 1,2,3 screen. Subsequently, the pump reset unexpectedly. Additionally, the customer received a continuous glucose monitor error 42. The customer's blood glucose level was 225mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue and the alleged cgm error issue was verified. Additionally the alleged touchscreen issue could not be verified.